Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the handle broke and the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed due to availability of the device and was re-scheduled on (B)(6) 2023. There were no patient complications as a result of this event. The patient was expected to fully recover. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the handle broke and the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed due to availability of the device and was re-scheduled on (B)(6) 2023. There were no patient complications as a result of this event. The patient was expected to fully recover. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath detached. A destructive inspection was necessary to identify torsion of the delivery system and the outer sheath was not found twisted. No other issues were noted with the stent and delivery system. The observed failure of outer sheath detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent failure to deploy was confirmed. The reported event of handle break could not be confirmed as there was no issue found on the handle. Taking all available information into consideration, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."